Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support verified that the auto off alarm had occurred, and educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting; however the customer continued to allege that the alarm was not declared properly. There was no adverse effect to the customer's blood glucose level.